Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. A test 0.014 guidewire was used for functional testing. The guidewire passed through device with no resistance or issue. The guidewire was inserted through both the rapid port exchange and the tip of the device and encountered no difficulties. After wire removal, the device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 6mm proximally from the distal markerband. The device failed to inflate to rated burst pressure.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. A 2.00mm x 15mm maverick balloon catheter was returned with no reported allegations. However, returned device analysis revealed a balloon pinhole.